Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient called to report while on vacation, her device alarm "began to sound." The patient reported that the physician believed it was the batteries "going out." On a follow up visit a month later, it was discovered that the lead wires had "corroded through and disconnected." During the extraction procedure, the physician removed as much of the lead as possible. The patient indicated that the "defective" device was also removed and replaced. No further patient complications were reported as a result of this event.